Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage at the electronic assembly. Also, there was moisture damage to motor, as noted by analysis during visual inspection. Analysis was unable to perform the operating currents test, the self test, the unexpected restart error test, the rewind test, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test due to the blank display. The insulin pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has been getting blank display randomly for a couple of times in a day. Blood glucose level at the time of the incident was not provided mg/dl. During troubleshooting, the customer was able to get the display to return. Self test was performed and passed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.